Manufacturer narrative:
A reagent issue can be excluded. A field engineering specialist found a leaky vacuum tube at the rinse station. He exchanged the rinse tube assembly, adjusted all rinse levels, and confirmed that the module was running back within specifications

Manufacturer narrative:
The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained of questionable ca2 calcium gen.2 and phos2 phosphate (inorganic) ver.2 results from multiple patients tested on a cobas 8000 c 502 module. The customer provided ca2 data from 6 patients and the phos2 data from 9 patients. From the data provided, the ca2 results for 2 patients were a reportable malfunction and the pho2 results for 8 patients were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. Discrepant results are highlighted. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The ca2 reagent lot was 3244301 with an expiration date of 31-may-2019. The phos2 reagent lot was 32586101 with an expiration date of 31-jul-2019. The customer performed precision testing for ca2 and phos2. The investigation is currently ongoing.